Event description:
It was reported by the patient¿s father that they were unsure if the needle mechanism had properly deployed during activation. When they applied the pod to the patient¿s skin and activated it, the pink slide did not move forward, indicating a needle mechanism failure. The patient's father could not recall if the cannula was visible when the pod was removed. The pod was worn less than an hour. A new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.